Event description:
Clinical trial. It was reported that 281 days following a carotid artery stenting procedure the pt developed in-stent restenosis. The index procedure treated the 81% stenosed, 5.4x7mm ostium of the right internal carotid artery. A filterwire ez was advanced to the lesion and the nexstent was deployed. Postdilation was performed resulting in 8% residual stenosis. The pt was discharged one day post procedure. The pt underwent an ultrasound 281 days following the index procedure which revealed 55% stenosis of the target lesion. Core lab review found a patent stent at the site of the target lesion.

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. All records indicate the lot was mfg according to documented work instructions with no discrepancies. The most probable root cause of this event is anticipated procedural complication, because stent restenosis is a known physiological effect of the procedure and is noted within the dfu.